Event description:
It was reported during a tracheobronchial stent procedure this pt's trachea became obstructed by the stent and the pt was unable to breathe. A balloon was used to dilate the stent and the stent was successfully opened. The pt was intubated and given a tracheal dilatation drug to aid with breathing. The procedure was completed successfully. No further details are available regarding the circumstances surrounding this event. The device has not been returned by the user facility. Therefore, no failure analysis is available. Without evaluating the device and without further details, co is unable to determine the exact cause for this event. F/u revealed this pt presented with very heavy tracheostenosis with an obstruction length of 6 cm. The size of the pt's stricture attributed to difficulties with stent placement. Therefore, co believes these factors to have contributed to this event. Instructions for use indicate as potential complications: "the following complications have been reported in the literature for tracheobronchial stent placement with both conventional plastic stents and available expandable metal stents. These include, but are not necessary limited to the following: stent misplacement; aspiration; oxygen desaturation related to sedation or procedural instrumentation; infection; pain; recurrent obstructive dyspnea related to stent occlusion or migration. Placement of the ultraflex tracheobronchial stent system is contraindicated in pts with strictures that cannot be dilated to at least 4 mm or cannot pass a bronchoscope."